Event description:
It was reported that an ilet would not power on using the sleep/wake button, and after being placed on a charger with a solid indicator light the device began to power on and displayed a low battery alert, consistent with a key or button unresponsive issue involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive button and implicated the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.